Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber separated from the tubing of a clearlink continu-flo solution set. There was no damage noted to the set or the packaging prior to use. This occurred while attempting to spike an unspecified bag of fluids prior to connecting to the patient, and led to a leak of the fluids. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed with the naked eye. During inspection, it was identified that the tubing was separated from the drip chamber. The reported condition was verified. An assignable cause could not be determined. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.